Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion test, self test and a21 error test. The stop current and run current measurement tests are within specification. Device also passed off no power alarm test and the delivery accuracy test at 0.08760 inches. Device was unable to prime during prime or a33 test due to faulty force sensor resistor force sensor resistor. Unable to perform the occlusion test and excessive no delivery test due to prime anomaly. Device had minor scratched display window, cracked display window, cracked case at display window corner, broken battery tube threads, scratched reservoir tube window, cracked reservoir tube lip and a missing end cap sticker.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia and was hospitalized due to diabetes ketoacidosis on an unknown date. The customer high blood glucose level was 530 mg/dl. Customer reported that they had been diabetic for 28 years. Customer refused troubleshooting. The insulin pump will only be returned for analysis.